Event description:
Received complaints from phlebotomy and nursing staff regarding bd vacutainer push button butterfly needles which is a new product to this facility. Proper procedure with patient blood draw is to retract the needle while device is still in patient's vein. Staff must apply gentle pressure to perform this task which has resulted in multiple patient complaints of pain. An alternative option staff have performed is to remove needle from the patient's vein then retract needle, however this results in blood splatter and a risk of staff needle stick.